Manufacturer narrative:
Customer to perform own repairs.

Event description:
It was reported via repair work order that the bed had phantom motion due to siderail cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was alleged that the bed moves without any input; however, the alleged condition could not be duplicated at the time of inspection. Customer stated that they will replace both siderail cables as a preventative measure.